Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage keypad trace. No button error alarm. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the insulin pump alarmed button error and was frozen. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer mentioned that her blood glucose earlier was 43 mg/dl due to have not eaten yet. Customer treated low blood glucose. Customer declined to do troubleshooting for low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.